Event description:
A malfunction was reported on the pump, identified by malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues arise.